Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a meta-analysis of electromagnetic interference effect of dental equipment on cardiac implantable electrical devices. It was reported that an unspecified number of implantable pulse generators (ipgs) were noted to exhibit electromagnetic interference with the use of various dental equipment. Noise, pacing, and telemetry issues were also observed in some cases. Additionally, electromagnetic interference and noise were noted with the use of implantable cardioverter defibrillators (icds). In some cases, the settings were reprogrammed and the devices remain in use. No patient complications have been reported as a result of these events.